Event description:
Eyes at itchy, watery, crust a little when they drip at night, vision is blurred, eyes are always red, sensitive to light. Dose or amount: everyday use. Frequency: two times daily. Route: in eyes. Dates of use: 2004-2007. Diagnosis: contact solution soft lenses. Event reappeared after reintroduction? Yes.